Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative records which indicated pre/postop diagnosis: failed right hip with elevated ion level. MRI suggested alval, possibly infection. Patient presented with pain and swelling, aspiration returned no fluid, MRI demonstrated fluid around the hip with no obvious loosening, approximately 10ml of purulent fluid expressed from the capsule, no necrotic tissue in the area, some gelatinous material noted around the acetabulum . The head removed without difficulty, and there was obvious black about the trunnion at its base. There was a small area posteriorly where the proximal femur was not sealed with cortical bone as it was along the calcar. A small defect went back into the greater trochanter and a small amount of granulomatous material removed from there. Frozen section returned with multiple neutrophils per high powered field, high probability of infection. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products. Concomitant medical products: item #00620205422 tm shell lot #61297493 exp 8/31/2019, item #00631005032 longevity liner lot #61281142 exp 8/31/2014, item #00801803202 versys femoral head lot #61283362 exp 6/30/2019. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02065, 0001822565-2019-02526, 0001822565-2019-03527.

Event description:
It was reported that a patient had an initial right total hip arthroplasty performed. Subsequently, approximately six years post op the patient underwent a revision procedure due to pain, swelling, and elevated metal ions. During the revision procedure, black debris was noted around the head/neck junction and a nonfunctional locking ring made it difficult to remove the liner. Adverse local tissue reaction (altr) was noted and a small amount of purulent fluid was aspirated from the pseudocapsule, but a diagnosis of infection was not definitive. The head, liner, and locking ring were replaced without further complication. Additional information was requested however, none was available.